Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited intermittent t-wave oversensing (twos) and high rate non-sustained ventricular tachycardia (vt) episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.